Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record confirmed there were no deviations found during the manufacturing of the device that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, a conclusive root cause could not be determined. However, due to the reported issue being resolved by cleaning the scope connector and keeping the light source cable stable, the issue likely occurred due to adhesion of dust or water drops to the scope connector, or the light source cable was loose. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is submitted to provide additional event information.

Event description:
The problem, as reported to olympus, was identified during preparation for use. The intended procedure was completed without delay using the same device.

Manufacturer narrative:
The reported problem was resolved through troubleshooting with the assistance of olympus technical support via the phone. To resolve the problem, the reporter was directed to clean the scope connectors, secure the light source cables and press the pip/pop on button on the cv-190 keyboard. Upon completing the recommended actions, the problem was resolved. An assignable cause was not determined. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that no image was present on the monitor and a "n907" error was generated. This report is submitted for the report of "no image." There was no patient injury, associated with the problem, reported to olympus.